Event description:
Information was received from a consumer regarding a patient who was receiving unknown baclofen at an unknown concentration with a dose of "47 or 48" a day via an implantable pump for intractable spasticity and movement disorders. It was reported the patient's pump was replaced the month prior because he woke up and all of a sudden he had really bad spasms. It was "like jack hammer all day" so he went to the hospital. The hospital "freaked out" and gave him baclofen until the pump could be replaced a "few" days later. The event date was noted to have been (B)(6) 2016 and it was specified the change in therapy/symptoms had been sudden. The patient wanted to know what was wrong with the pump, however, it was reviewed it had not been returned to the manufacturer. Further information regarding the event was not provided.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
06/09/2016- additional information was received from a healthcare professional (hcp) indicated the patient¿s medical history included spasticity and diagnostics performed included a pump study (results were not provided). The cause of the spasticity was not determined. The reason for the pump replacement was ¿pump broken¿.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). It was unknown what troubleshooting was performed. The cause of the broken pump was also unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.